Event description:
It was reported that the patient suddenly had no hearing impression anymore. There was no accident or trauma reported. The external parts were checked and found to be functional. During a revision surgery on (B)(6), 2012 the surgeon attempted to reposition the fmt, but as the conductor link was cut accidentally, the patient was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.